Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected devices were not returned. Photos of explanted devices are not sufficient to carry out product inspections. No defect could be noticed on the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. Microbiologist reviewed the sterilization procedures environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications and was sterilized according to procedure. No deviation for a non-conformance could be found. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
As reported: "this patient underwent multiple arthroplasty procedures, in new zealand, after suffering avascular necrosis of both humeral heads and femoral heads, secondary to chemotherapy (for treatment of leukemia). He has had bilateral total hip replacements, and bilateral shoulder replacements. The exact details - hospitals / surgeon/s / dates / implants, etc., is not known. Patient's left shoulder replacement (primary surgery approx. 7 years ago), experienced a s. Aureus infection, aprox. 5 years ago, according to surgeon. This was resolved. Pt migrated to australia several years ago. Earlier this year, pt began experiencing discomfort in this left shoulder, which was initially thought to be a work-related injury ... Underwent rehab / physio through qld. Work cover. Referred to pa hospital for further investigation, when symptoms did not resolve. Clinical markers indicate possible infection in this left prosthetic shoulder joint (patient is heavily tattooed). During open procedure yesterday, surgeon believed there was likely infection insitu - multiple tissue specimens taken, and all prosthesis removed, which included a size 2 ascend flex humeral ptc stem, and a 52 x 19 pyrocarbon head (low offset). Both explants discarded. Antibiotic humeral shaped spacer inserted, with the view of performing revision surgery (stage 2) in approx. 8-12 weeks, when clinical markers indicated infection cleared".

Event description:
As reported: "this patient underwent multiple arthroplasty procedures, in new zealand, after suffering avascular necrosis of both humeral heads and femoral heads, secondary to chemotherapy (for treatment of leukemia). He has had bilateral total hip replacements, and bilateral shoulder replacements. The exact details - hospitals / surgeon/s / dates / implants, etc., is not known. Patient's left shoulder replacement (primary surgery approx. 7 years ago), experienced a s. Aureus infection, aprox. 5 years ago, according to surgeon. This was resolved. Pt migrated to australia several years ago. Earlier this year, pt began experiencing discomfort in this left shoulder, which was initially thought to be a work-related injury ... Underwent rehab / physio through qld. Work cover. Referred to (B)(6) hospital for further investigation, when symptoms did not resolve. Clinical markers indicate possible infection in this left prosthetic shoulder joint (patient is heavily tattooed). During open procedure yesterday, surgeon believed there was likely infection insitu - multiple tissue specimens taken, and all prosthesis removed, which included a size 2 ascend flex humeral ptc stem, and a 52 x 19 pyrocarbon head (low offset). Both explants discarded. Antibiotic humeral shaped spacer inserted, with the view of performing revision surgery (stage 2) in approx. 8-12 weeks, when clinical markers indicated infection cleared".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.